Event description:
On (B)(6) 2026, an arthrex employee reported that information was identified from a clinical study titled ¿immediate weightbearing following intramedullary fibular nailing for ankle fracture fixation.¿ the report stated that one patient required reoperation for removal of symptomatic hardware. The hardware requiring removal was specified as being unrelated to the arthrex intramedullary fibular nail system. No device malfunction or failure associated with arthrex devices was identified.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.